Event description:
Profound and permanent neurological injuries [nervous sys disorder], severe and permanent physical injuries, other injuries [injury], neuropathy [neuropathy peripheral], hypocupremia [copper deficiency], excess zinc [blood zinc increased], copper depletion [blood copper decreased], confined to a wheelchair [mobility decreased]. Case description: an attorney reported that his (B)(6) old female client used fixodent denture adhesive, version unk cream for her dentures beginning in 1991 and reported the following: profound and permanent neurological injuries, severe and permanent physical injuries, other injuries, neuropathy, hypocupremia, excess zinc, copper depletion, and confined to a wheelchair. Treatment: unspecified medical care and treatment. The case outcome was not recovered/not resolved. Past medical history included: medical history - received dentures approx 20 years ago. No further info was provided.

Manufacturer narrative:
Lot number or product was not provided by the reporter therefore unable to proceed with batch retain testing or product investigation.